Manufacturer narrative:
The device alarmed pump error 38 during rewind due to corroded motor home switch. Unable to perform seating, basic occlusion, occlusion, force sensor or displacement test due to motor anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for pump error detected. Customer stated that self test was ok but after battery change insulin pump alarmed for the same issue. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be return for analysis.